Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicated. User reported tried to reboot but patient was not flowing into machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medstations were not communicating. A technical support specialist (tss) dialed into the server and confirmed that the carefusion coordination engine (cce) shows an active connection, with messages crossing and processing normally. The customer has not responded to follow-up attempts since the case was assigned. The datasync issue self-resolved the same day the case was created. Due to repeated non-response from the customer, the case is being closed. The system functioned as intended after the technical support specialist investigated the device.